Event description:
It was reported that, 4 days prior to the report, the patient needed to stop charging because the patient felt warming and internal burning at the implantable neurostimulator (ins) site. A warm feeling at the pocket was reported. It was noted to have occurred two times while charging, and that the temperature indicator did not show. It was further indicated that the pocket was not warm to touch at the time of these events. Since then, the patient had been able to fully charge and the stimulation therapy had not changed. The stimulation therapy was still effective in the same area. However, it was indicated that the patient had daily instances of the same heating and burning at the pocket when she sat back in a chair or created pressure in the ins area. It was reported that the patient did have an injection for pain done by her pain medical doctor (about 8 days prior to the report) for bursitis (for a trigger point). It was noted the ins was located low in the buttock (in the low iliac fossa area), and this was the same location where the injection occurred. On the day of the report, the impedances were taken and were normal for both the electrode and group impedances. The patient felt some internal warming while charging on the day of the report. It was specified that the patient was not leaning back or creating pressure in that area while charging. It was also indicated that the patient was not sitting back on the ins or implantable neurostimulator recharger (insr) when she charged. The patient was charging in the same way as she usually had done. It was further noted that the ins was anchored down, and that there was no trauma to the ins area. No changes at the pocket site had been noticed by the patient. Additional information received nine days after the initial report reported that the patient was receiving effective therapy and the event was not believed to be device related at this time. The patient was to track any recurrence of symptoms and to schedule another meeting if the symptoms persisted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).